Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter plus a stopcock. The balloon was loosely folded with blood in the hub. There was a kink in the hypotube 14.5cm from the strain relief. Microscopic examination found a longitudinal burst, 7 mm long. Microscopic inspection of the markerband found no irregularities or defects. Microscopic tip examination found no irregularities or defects. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified coronary artery. A 5.00mm x8mm nc emerge® balloon catheter was advanced for dilatation. However, during first inflation at 20 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified coronary artery. A 5.00mm x8mm nc emerge® balloon catheter was advanced for dilatation. However, during first inflation at 20 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.